Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any other additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14f023 was manufactured on june 10, 2014 to june 12, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device (via the naked eye) revealed no evidence of flow at the distal luer, when the luer cap was removed. Additionally, no signs of crystallized drug were found around the blue winged luer cap. However, a microscopic inspection was performed and the flow restrictor revealed the direct cause of the no flow problem, which was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor experienced a no flow during infusion. The device was filled with 2000 mg desferrioxamine in 40 ml of 0.9% sodium chloride. The device was then stored in a fridge and removed from the fridge 4 hours prior to the infusion. The patient stated that they noticed some crystallization around the blue cap. The device was connected to the patient with the flow restrictor taped to the abdomen and using an 8 mm needle (non-baxter product); however, after an unspecified amount of time, it was found that no solution had infused. The patient disconnected the device, connected a new one, and no further issues were encountered. There was no patient injury or medical intervention. No additional information is available.